Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 58-year-old female patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #21. It was reported that the implant was placed immediately after extraction and was not immediately loaded. The patient presented with the issues on (B)(6) 2026, within three weeks after implant placement. During the examination, the doctor determined that the implant lacked primary stability and had failed to osseointegrate. The implant was removed on (B)(6) 2026 without the use of any instruments, and it was not replaced. The patient had presented with symptoms of inflammation, granulation/fibrous tissue around the implant, and abnormal bone loss surrounding the implant. These symptoms resolved following implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and excellent oral hygiene.